Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned to ethicon for evaluation. Three empty folders, one needle, and several suture pieces that pertained to product code nw9237. Upon visual inspection of the samples received, the needle was examined and no anomalies or issues related to the breakage needle were observed during the evaluation. The needle was tested by resistance test to needle and met the requirements. In addition, it was noted that the suture pieces have begun with a degradation process caused by exposure to the environment. The foil was not returned to analysis. The product code nw9237 contains an absorbable suture. As the sample was received open, the time of exposure to the environment could not be determined and the functional test could not be performed. No conclusion could be reached as to what may have caused the reported incident. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a breast transplant procedure on (B)(6) 2024 and suture was used. Before use on the patient, it was reported that in the pack itself suture was found into pieces. Upon visual inspection of the returned samples received, the needle was examined and no anomalies or issues related to the breakage needle were observed during the evaluation. The needle was tested by resistance test to needle and met the requirements. In addition, it was noted that the suture pieces have begun with a degradation process caused by exposure to the environment. The foil was not returned to analysis. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected data: h11 : product does not have a serial number.